Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2021. During unpacking, what seems to be a burn mark was noted on the catheter near the balloon. A photo submitted by the customer confirmed the foreign material present on the device. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event.